Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a distributor reported via email that an ar-3638 knotless fibertak with #2 suture experienced an issue during a labral repair on (B)(6) 2026. During use, the loop on the passing suture was cut. An additional anchor was used to pass the initial repair suture. The affected implant remained in the patient, and the procedure was completed using the initial repair suture passed through the additional implant. No patient harm was reported. Additional information was received on 26-mar-2026: during a 360° labral repair procedure, a cut loop was noted after the implant had been placed in the patient. No device was observed cutting the suture. The affected anchor remained implanted without issue. The repair suture was subsequently passed using an additional implant, which functioned as intended. The procedure was delayed by approximately 5¿6 minutes to allow placement of the additional implant, and no additional anesthesia was administered.